Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex femoral component (zimmer biomet (B)(4) design control). It is reported by the patient's counsel that the patient also received a nexgen lps-flex tm monoblock tibial component and tm patella on (B)(6), 2004 and was revised for loosening of the tm monoblock tibia on (B)(6), 2010. Note that the tm patella was not revised or alleged to have loosened. Additionally, the tm monoblock tibia and tm patella are of zimmer biomet tmt design control.